Manufacturer narrative:
H3, h6: it was reported that, a revision surgery was performed in 2017. The femoral component, used in treatment, was replaced during this procedure. No more details were provided regarding the event. Since the part is not available for investigation and the part and batch number were not communicated, the relationship between the device and the reported event cannot be confirmed. Furthermore, it cannot be determined, whether the device met specifications at the time of manufacturing. A complaint history review and a risk management review showed that the risk is covered by the corresponding files. The IFU, lit no. 12.24 ed. 07/10, lists several side effect, including revision attributed to a total knee replacement. Without the supporting operative reports, lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported revision cannot be confirmed and it cannot be concluded that the reported revision was associated with a mal-performance of the implant. No further clinical assessment is warranted at this time. The root cause of the event cannot be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should additional information become available, this complaint will be reassessed. To date, no further actions are deemed necessary.

Event description:
It was reported that, after a tka was performed on an unknown date on 2012, the patient experienced unspecified symptoms. A revision surgery was performed on an unknown date on 2017 to treat the adverse event. The femoral component was replaced during this procedure. No more details were provided regarding the event.